Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. Device was received. The paperwork included indicated that the device was received to the pathology department in formalin. According to instruction devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device receipt has been logged as received, but the device has been discarded and testing will not be performed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, failure of the penile implant was reported.